Manufacturer narrative:
It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, the surgeon tried removing an unknown expert tibial nail without success using an extraction screw. During the procedure, the extraction screw did not hook to the nail despite several attempts; possibly, the screw thread was not fit or too short. The surgeon was able to remove an unknown blind plug and unknown screws; however, the unknown expert tibial nail was retained on the patient. There was a surgery delay of more than thirty (30) minutes. Thus, a second surgery was scheduled on (B)(6) 2019 to remove the nail. The nail was unable to be removed during the procedure as well. Patient outcome was unknown. Concomitant devices reported: locking screw (part/lot unknown, quantity 1) and blind plug (part/lot unknown, quantity 1). This report is for the procedure on (B)(6) 2019. The second procedure on (B)(6) 2019 is captured on related complaint (B)(4). This report is for an extraction screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot: part: 03.010.000. Lot: 1l13539. Manufacturing site: hägendorf. Release to warehouse date: 03. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Extraction screw correct lot#1l13539 from lot# 1l40892. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent initial implant procedure on an unknown date in 2010. During the surgery on (B)(6) 2019, the surgeon was unable to screw the extraction screw on the nail. The surgeon was able to remove an unknown plug screw, unknown locking screws and obturator without problem, however, the unknown expert tibial nail was retained on the patient. The nail was in good condition. The reason of the material removal was implantation of a prosthesis in the future. Concomitant devices: expert end cap (part 04.004.000s, lot 3131719, quantity 1). Expert end cap (part 04.004.002s, lot 3098529, quantity 1). Locking screw (part 04.005.426s, lot 3112203, quantity 1). Locking screw (part 04.005.440s, lot 3113796, quantity 1). Locking screw (part 04.005.436s, lot 3113969, quantity 1). Locking screw (part 04.005.540s, lot 3108681, quantity:1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot number provided for reporting. Device history lot. Part: 03.010.000. Lot: 1l40892. Manufacturing site: (B)(4). Release to warehouse date: 16. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description from additional information received. It was further reported that patient was originally implanted with an expert tibial nail, expert end cap, and four (4) locking screws on (B)(6) 2010. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: 04/22/2018 investigation summary: complained device not returned at this time was customer retained; based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If the product is received at a future date, the complaint will be reopened for additional investigation and the investigation will be updated as applicable. Device evaluated by MFR: device manufacture date: device history lot. Part: 03.010.000, lot: 1l40892, manufacturing site: hägendorf, release to warehouse date: 16. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.